Manufacturer narrative:
Based on the investigation conducted using archived sample analysis, no evidence of quality issues directly related to this complaint was identified. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. However, the factory identified potential root causes for the reported issue of foreign material contamination. These include the possible presence of plastic chips from the injection molding process, likely due to insufficient cleaning of equipment and molds, as well as potential contamination from human hair, possibly resulting from improper use of protective clothing by assembly personnel. In both cases, inadequate inspection may have contributed to defective products being released to the market. As a corrective actions, retrain and educate all inspectors, required to check each product one by one, focusing on the foreign matter in the product, and isolating and scrapping defective products in time. Strengthen the cultivation of the sense of responsibility and quality awareness of inspectors. Sol-millennium will continue to monitor complaint trends related to this failure mode and will initiate corrective actions in accordance with internal procedures if a significant pattern emerges. This report was initially submitted on 04/06/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that they when opening the needle for use, it was found that there was foreign matter (plastic block) inside the empty needle.